Manufacturer narrative:
Additional information: d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection found damage to the blue insulation. The clear piece of insulation was detached and returned. Functional testing found that the damage to the used device is consistent with user manipulating device in order to expose more of the electrode. Perhaps, trying to remove the clear plastic piece. The electrode insertion/extraction was within specification. It was reported that the insulation and electrode were damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not modify or add to the insulation of active electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3, b5, d4 (lot). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a breast reconstruction using a deep inferior epigastric artery perforator (diep) flap procedure, a small clear plastic piece became dislodged from the cautery tip when cautery was not in use. This particular plastic component was not known to come off or be loose under normal conditions, so its detachment was unexpected. These tips were not individually wrapped but were packaged in a small zip-lock style bag with other small items within the surgical pack. They noted the missing piece and immediately alerted the surgeon. A thorough search of the sterile field was conducted but the piece could not be located. An intraoperative x-ray was performed; the imaging showed no foreign objects to be found. The procedure was completed as normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, a small clear plastic piece became dislodged from the cautery tip. This particular plastic component was not known to come off or be loose under normal conditions, so its detachment was unexpected. The scrub nurse noted the missing piece and immediately alerted the surgeon. A thorough search of the sterile field was conducted but the piece could not be located. An intraoperative x-ray was performed; the imaging showed no foreign objects to be found.